Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a left anterior descending artery. In-stent restenosis was found on an unspecified stent implanted about 15 years ago. Pre-dilatation was done with an unspecified balloon. The 3.50x38mm xience sierra stent delivery system failed to cross due to the anatomy. During retrieval, resistance was noted with the guiding catheter. It was then noted that the stent had a bent strut. A new same device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Due to the condition of the device the reported advancement failure was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.